Manufacturer narrative:
The reported issue that large volume pump display boards needed to be replaced for dim and missing segments was confirmed on the returned display board assemblies. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 9 lvp display board assemblies had dim segments. The root cause was due to a manufacturing issue device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that 12 large volume pump (lvp) display boards needed to be replaced for dim and missing segment. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 12 large volume pump (lvp) display boards needed to be replaced for dim and missing segment. There was no patient involvement.